Event description:
It was reported that the patient presented to the ER with fever and chills. The patient was sent home on antibiotics. When cultures came back for epidermidis, the pt was admitted for IV antibiotics. Shortness of breath, and septic/cardiogenic shock was also noted. The patient was later sent home on IV antibiotics.

Event description:
New information received indicated that the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).